Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed skin irritations under the front therapy pad and around her armpit from the lifevest. Patient reported the area as red, itchy, and bumpy. There was no alleged device malfunction contributing to the irritation. The patient reached out to the physician and confirmed that it's okay to use her husband's cortisone cream on the skin irritation. Patient reported that the skin irritations have improved since using the cortisone cream and removing the lifevest.